Event description:
The pt was implanted with four percutaneous leads on (B)(6) 2006. It was reported that she was no longer receiving effective stimulation from her scs system. The physician conducted a diagnostic test on the leads which revealed high impedance readings. On (B)(6) 2010, the pt's leads were replaced and effective stimulation was recaptured. The explanted devices was returned to the manufacturer on (B)(6) 2010. A supplemental report will be filed as necessary at the conclusion of the device analysis.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.